Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began on (B)(6) 2011 at 11:00am. The reporter stated that the patient manages his diabetes with the insulin pump and "skipped his bolus amount and only took his usual basal rate" in response to the reported issue. One to one and a half hours after the alleged product issue occurred, the reporter claimed that the patient developed symptoms of being "lethargic" and of having a "stomachache" but denied receiving any treatment in response to the symptoms. On (B)(6) 2011 at 6:00pm, the reporter stated that the patient tested on another device (unknown type) but could not recall the result obtained. The cca noted that the patient did not have the test strips available for troubleshooting and so was unable to resolve the alleged issue with the subject meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any medical treatment after the alleged product issue occurred. However, this complaint is being reported because, the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k082590.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.